Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion approximately 47-48 centimeters (cm) from the terminal pin, leaving the conductors exposed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported oversensing, low amplitudes and low pacing impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of right atrial (ra) lead signals post aortic valve surgery for this patient. The lead also exhibited low amplitude measurements and decreased pacing impedance measurements. The rv sensitivity was reprogrammed. Additional information was received which reported that the lead was later explanted and returned. No adverse patient effects were reported.